Event description:
The carto displayed a 401m error during the procedure. There was a loss of connection between the carto catheter and the carto system. The ablation handle was changed. The error was still there. The catheter was replaced and the problem was resolved. There was no harm to the patient.